Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The iabp has been sent to the getinge workshop in (B)(4) for further evaluation. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump powered off by itself. The customer replaced the iabp with another unit to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported failure. The iabp was plugged in the office and shutdown overnight. The unit needed to be switched off and then back on in order for the unit to power up again. The fse replaced the power supply to correct the failure. The iabp unit was then serviced including a 2500 service kit. The iabp was returned to the customer for clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) shut down unexpectedly by itself. The iabp unit was replaced with another to continue therapy. The faulty cs300 was taken out of service and was sent to the getinge dublin workshop for investigation. There was no patient injury or adverse event reported.

Manufacturer narrative:
Following their evaluation, the supplier returned the power supply to the getinge national repair center (nrc) and reported that they could not verify the reported failure. The power supply passed all of their testing and they removed excessive dust inside and replaced the fan. A senior repair technician of the nrc installed the power supply into cs300 test fixture and tested to factory specifications per cs300 service manual. The power supply was inspected per procedure, passed testing and was put into stock/inventory per procedure.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) shut down unexpectedly by itself. The iabp unit was replaced with another to continue therapy. The faulty cs300 was taken out of service and was sent to the getinge dublin workshop for investigation. There was no patient injury or adverse event reported.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) shut down unexpectedly by itself. The iabp unit was replaced with another to continue therapy. The faulty cs300 was taken out of service and was sent to the getinge dublin workshop for investigation. There was no patient injury or adverse event reported.

Manufacturer narrative:
The suspected power supply was returned to the getinge national repair center (nrc) for further investigation. A senior repair technician of the nrc inspected the power supply and observed excessive dust inside the power supply. The technician installed the power supply into the cs300 test fixture and tested to factory specifications per cs300 service manual. The power supply passed testing and the technician could not verify the reported failure of ¿pump shut down¿. The power supply was sent to the supplier for further evaluation. A supplemental report will be submitted when additional information is made available.